Event description:
(B)(4). After having the implant, I bled for over two months, and have had irregular, painful periods since that time. I began getting severe aural migraines within the first six months and these happen several times a year, lasting for days. I had never been one to have minor headaches prior to essure, other than if I was tired or ill. In the past year and a half I have experienced painful intercourse to the point of almost passing out and getting dizzy. Bleeding between periods, skin discoloration on my neck, joint and muscle pain, and fatigue. My insurance covered all but (B)(6) co pay for the procedure.